Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's system board, machine flow sensor, and 3-way solenoid were replaced to address the issue.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's system board, machine flow sensor, and 3-way solenoid were replaced to address the issue. The system board and 3-way solenoid were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and 3-way solenoid functioned as designed and operated without issue or error codes.